Manufacturer narrative:
Since the customer reported a vizishot needle used with the evis exera ii ultrasonic bronchofibervideoscope, olympus used "na-u403sx-4019" as a representative device. The suspect device referenced in this report has not been returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
The customer reported that two vizishot needles used for an unspecified procedure broke off in the patient. The needles were used with an evis exera ii ultrasonic bronchofibervideoscope. Additional information was requested multiple times; however, no further information was received at this time. This event is reported under the following related patient identifiers: 1. (B)(6)- evis exera ii ultrasonic bronchofibervideoscope. 2. (B)(6)- needle 1. 3. (B)(6)- needle 2. This medwatch report is for patient identifier (B)(6)- .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the subject device was not returned and a specific root cause of the suggested event could not be identified. Olympus will continue to monitor field performance for this device.